Event description:
Customer is having problems with the bags ripping during use. Death under investigation by (B)(6) of the (B)(6).

Manufacturer narrative:
The actual device was not returned for our investigation. The user facility returned another sample of which the lot number was unk. This sample was evaluated and results found that when the edges of the tear lines were matched up, a piece of the bag was missing. The missing piece contains jagged edges unlike the torn section. It's possible the tear began at this point and was caused by a kind of abrasion or puncture. The tear was not caused by degradation and there was no evidence that the bushing edges pierced the bag. Attempts were made to retrieve the details of the incident and there has been no response to-date. Without the actual sample or further details, it is inconclusive as to how the tear occurred.